Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 3149558/5164851.

Event description:
It was reported that the patient experienced pain at the ipg site. All components were explanted and the patient was doing well postoperatively. The explanted devices were discarded per hospital policy.